Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-00455. It was reported the patient's existing scs leads were repositioned on (B)(6) 2016 due to ineffective stimulation. The patient reported receiving effective stimulation coverage of her pain areas postoperative.